Manufacturer narrative:
H3: product analysis #296910873:¿ equipment used: vis (m-81805) ¿ drawing(s) referenced: none ¿ as found condition: the solitaire x revascularization device was returned for analysis within a shipping box, a tyvek bio-pouch, a plastic bio-pouch, and an opened solitaire x outer carton ((B)(6)). The solitaire x pusher was returned within an opened solitaire x inner pouch ((B)(6)), and the stent was returned within a plastic specimen container. ¿ damage location details: no bends or kinks were found with the solitaire x pusher. The solitaire x stent was returned and separated from the pusher. The stent non-working (teardrop) struts were found to be broken. The remaining solitaire x stent non-working length struts were found to be damaged (kinked). The stent working length struts were found to be in good condition. ¿ testing/analysis: the broken solitaire x stent was sent out for sem failure analysis. The solitaire x stent failed via overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿separation¿ report was confirmed. Device separation can occur due to vessel tortuosity, delivery/retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. As the sem report indicated, the pusher separated via tensile overload; it is likely the pusher became separated as it was retrieved against resistance. However, it was reported there was no friction or difficulty during the procedure. In addition, it was reported the patient's vessel tortuosity was normal; there was one pass made using this stent; and the patient did not have vessel stenosis proximal to the thrombus site. The catheters used in the event were not returned. Therefore, any contributing factors could not be assessed. Information regarding aligning the microcatheter with the proximal end of the solitaire device or if the microcatheter was removed prior to retrieval of the solitaire device was not reported. The cause of the device separation could not be determined. Healthcare provider initial reporter information not reported due to due to region's privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the first pass, the solitaire x stent detached from the pusher wire when removing the solitaire x from the microcatheter outside patient body. There was separation. The patient did not have vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. There was 1 pass made using this stent. There was no friction or difficulty during the procedure. The stent was removed from the patient. There was no surgical or medicinal intervention required. The physician did not attempt to detach the stent. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke located in the middle cerebral artery (mca). It was noted the patient's vessel tortuosity was normal. Ancillary devices include a heety long sheath, rebar-18 microcatheter, navien 5f distal access catheter, avigo guidewire.